Event description:
Patient was revised due to fracture of the liner at superior rim of pinnacle shell, resulting in head articulating against metal shell instead of polyethylene. Poly was removed and replaced with new liner/new femoral head. Additionally, when attempting to trial pinnacle liner, the locking screw broke thru the trial and couldn¿t be used. All pieces of that were retrieved. Surgical delay was unknown. Doi: (B)(6) 2019. Dor: (B)(6) 2022. Affected side: left hip.

Manufacturer narrative:
(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this report was received for analysis. Based in the visual examination of the part, there was not detected any breakage condition. However, it was noted that both, c-clip and screw fell apart from the device. Both components were returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. Corrected h3

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.